Event description:
This atrial lead is displaying undersensing even at the most sensitive settings. There were low impedances reported and loss of capture. The physician will review the findings. The lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.